Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated low na results and high k results. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that after the dxc 600i generated the low na and high k results, they performed all the ion selective electrode (ise) calibrations and quality controls and then reran the patient samples. Customer reported that they obtained valid patient results during the rerun. Customer reported that quality controls were within specifications after recalibration. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a carbon bridge and performed preventive maintenance. The fse verified performance of the dxc 600i.

Manufacturer narrative:
Evaulation results: carbon bridge.